Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/13/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was returned cut in three pieces. Two lens pieces were returned inside the lens insert. Fibers/particles were observed on the lens pieces which is related to the handling of the unit out of a sterile environment. Residues of viscoelastic solution were also observed which indicate that the unit was handled and prepared for surgical use. The lens piece with the alleged sticky substance was returned in a special plastic bag. An ftir (fourier transform infrared spectroscopy) analysis was conducted on the lens piece with the alleged sticky substance in order to identify the material. Ftir analysis indicates that the material present on lens is acrylic. Acrylic is the material used for manufacturing the lens, so it is not foreign material. No other material was identified on the lens. Prior and during the ftir no sticky substance were observed on lens piece. Based on the evidence observed and the results obtained from the ftir, the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted/explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed due to a sticky substance on it. The doctor had to cut out the iol to remove it. There was no enlarged incision, no vitrectomy, no sutures, no patient injury. A non amo ophthalmic viscoelastic device (ovd) was used (viscoat). The iol was fully inserted into the patient¿s eye. There was no capsular tear. The removed iol was replaced with a back up lens of the same model and diopter. No additional information was provided to abbott medical optics.